Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the that they experienced high blood glucose level of 30 mmol/l and insulin pump was under delivering. Customer¿s blood glucose level was 26 mmol/l at the time of call. Customer alleging the insulin pump because customer was experiencing unexplained high blood glucose. The insulin pump will not return for the analysis.